Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing instructions for a pump reset, which resolved the issue, allowing the caller to successfully start their sensor session without further errors.